Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4). Evaluation summary: post market vigilance (pmv) led an evaluation of one endo gia ultra universal instrument and one endo gia reload. This evaluation was based on a technical review of all data received from the site, a pmv review of manufacturing records, a pmv review of complaint trends, and an evaluation of the returned devices. Initial visual inspection of the instrument noted no abnormalities. Visual examination of the reload noted that it was partially fired to the 2cm cut line and the anvil clamping mechanism was deformed. Functionally, the instrument was loaded with a pmv representative reload. During the firing cycle, a skip was audible in the firing stroke. An access hole was cut into the instrument body for visualization of the firing rack. This examination noted sheared teeth on the firing rack. During functional testing, the reload was loaded into a pmv instrument. The interlock was overridden and the reload was applied to test media, and found to function properly. All remaining staples were placed and test media was cleanly transected. Functional testing confirmed the safety interlock feature successfully prevented the reload from cycling again. Replication of the sheared teeth on the firing rack and deformed anvil clamping mechanism may occur in any of the following circumstances: firing over tissue that is beyond the recommended thickness range. Firing with an obstacle incorporated in the jaws. In either of these circumstances, it will become increasingly difficult to actuate the firing handle and the instrument return knobs will be difficult to retract. In addition, staples may not form properly and tissue may not be fully transected. The file will be closed as misuse of the product. Should new information become available, the file will be re-opened and reassessed at that time.

Manufacturer narrative:
(B)(4). (B)(6). (B)(4)

Event description:
Procedure: laparoscopic prostatectomy, lymphadenectomy. The stapler used for procedure did not work. There was a need to use another stapler which extended the operation more than 30 minutes. There was a loud crackling sound at the time of 1st push and afterwards it was impossible to push the handle further. The stapler fired only a small portion of the staples and the cut was incomplete. The incision was extended by more than 1 inch. Reinforcement material was used in conjunction with the stapling device.